Event description:
An ophthalmic assistant reported a patient who experienced superficial punctate keratitis following use of this product in conjunction with contact lenses. The patient was treated with medication and switched to another product and the symptoms resolved. In a follow-up, the ophthalmologist reported the patient experienced eye redness, irritation and dryness. He reported the corneal irritation was secondary to contact lens wear and epithelium microcyst in the right eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 02/01/2012 and 02/23/2012 by phone, fax, and mail. A completed questionnaire was received on 04/25/2012. (B)(4).